Manufacturer narrative:
Follow up # 2: correction: on follow up #1 should have reflected (B)(6) 2015, the date that retain testing for the reported lot number was linked to the complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 27.6 mmol/l with excess thirst and urination and moderate ketones associated with air bubbles in the cartridge. The cartridge filling technique was reviewed with the user and confirmed correct filling technique. The reporter confirmed that there was no visible damage to the product and the luer connection with the infusion set was tight. This report is made based on the allegation that the patient experienced hyperglycemia associated with air bubbles in the cartridge.

Manufacturer narrative:
Device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.